Event description:
It was reported that, "the surgeon impacted the insert onto the tibial tray and he noticed that the medial side was elevated. He hit it a couple more times and it would not seat. He explanted the insert which was damaged during removal. He inspected the tray but did not see any reason for it not to seat properly. The surgeon implanted another insert which seated properly."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.